Event description:
Patient underwent hemiarthroplasty for femoral neck fracture. Post op CT scan revealed foreign body 0.9 cm linear metallic density within the left hip joint interposed between the acetabular component of the hip replacement and the midportion of the acetabulum. Patient required return to or for removal and replacement of left hip femoral head. Foreign body determined to be a small fragment from the femoral inserter.

Event description:
Add'l info received from reporter on 12/10/2015: note this was previously reported on (B)(6) 2015 erroneously as a stryker instrument. This was determined to be a consensus instrument.